Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The wire guide was not included in the return. Our laboratory evaluation of the product said to be involved confirmed difficulty during use. The device was returned with kinks/breaks in the blue catheter. The kinks were located at 5.6 cm, 125.1cm, 126.1cm 127.4 cm and 169.8 cm as measured distal from the hub. The blue catheter was broken at 129.7 cm to 130.2 cm as measured distal from the hub. No additional testing could be performed on the returned device due to the broken condition of the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the catheter on the returned device was found to contain several kinks and was broken. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. It was reported [that] balloon would not pass through distal end of scope. Tried lube, tried removing the wire guide, and switched out scopes ¿ nothing worked. Eventually pulled another balloon and that one worked successfully. There was no reportable information at this time. Per qe evaluation, the device was returned with multiple kinks and a break in the catheter. The blue catheter was broken at 129.6cm to 130.2cm distal from the handle. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.